Event description:
It was reported that the customer had issues with air bubbles. Customer was not available at the time and hung up. It was stated that the customer has not had any adverse events. Customer could not be reached. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.